Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically capped during a pacemaker changeout procedure. It was reported that the lead was stuck in the header; however was able to be successfully removed but was damaged in the process. No adverse patient effects were reported.